Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used for a procedure performed on (B)(6) 2022. During the procedure, it was noticed that the gauge scale did not work while inflating the balloon. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used for a procedure performed on (B)(6) 2022. During the procedure, it was noticed that the gauge scale did not work while inflating the balloon. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0902 captures the reportable event of the inflation device reading inaccurately. Block h10: investigation results: the returned alliance inflation syringe was analyzed and a visual and microscopic examination found that the extension tube of the device was blocked. No damages were found on the syringe of the device. Functional evaluation was performed by attaching the device into an alliance inflation system, the syringe was filled with water and pressurized to 10 atm during 30 seconds, no damages were found. The extension tube of the device was also functionally tested and was found blocked. With all the available information, boston scientific concludes the reported event of device reading inaccurate was not confirmed. The blockage found in the extension tube is likely to have occurred due to factors encountered during the manufacturing of the device. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.